Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins). It was reported that device was removed somewhere between late (B)(6) 2017 and early (B)(6) 2017 due to difficulty of using it. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information indicated that a serious injury did not occur. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the healthcare provider (hcp) has no idea what was meant by "difficulty using the device". The patient did not have the ins removed. The hcp did not know when the difficulty first occurred. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the battery would not charge; when attempting to charge the battery (which took 18 hours) the charger would overheat and would need to be shut down. They noticed this use difficulty right away. The device was explanted in (B)(6) 2017.